Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer stated that during the programming of a bolus, the screen froze and then alarmed. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces; unable to perform displacement test due to no button response. No button error alarm during our testing. No frozen screen noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.